Event description:
It was reported that high capture threshold was observed. The lead was explanted and replaced. The patients condition is good after the event.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.